Manufacturer narrative:
As reported by the customer, the reported condition was attributed to a broken flow sensor. The flow sensor had broke in a manner that created an open / leaking condition in the breathing circuit. The leak was significant enough to cause the user to have an inability to properly ventilate the patient in manual and automatic ventilation modes. Appropriate alarms were posted by the machine to the user. The flow sensor was replaced and the machine functions normally.

Event description:
It was reported that: during a case, the machine posted a apnea alarm and the ventilator stopped functioning. The user attempted to manually ventilate the patient and was unable to. The user used an alternate device to ventilate the patient. No patient injury.